Event description:
It was reported that the treatment started on 1/10 with a renasys touch, medium foam kit and a 800ml reservoir that was working properly. On 2/10 there was a full tank alarm, but it was not full. They switched to a 300ml reservoir and it worked normally. This reservoir filled and was replaced on 3/10 by another 300ml. On 4/10, the reservoir full alarm returned (the reservoir was not full). They did the treatment and placed a new 800ml reservoir. On 07/10, the same alarm appeared again and the reservoir was changed again to a 800ml reservoir. There were no more full tank alarms.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable causes include kinks, leaks and blockages in the vacuum circuit, or a component failure, the IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.